Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with power error detected alarm due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The troubleshooting steps were provided for the power error detected alarm. The customer was advised the process should resolve the power error detected condition and advised to monitor the insulin pump and call back if the error recurs. The insulin pump will be returned for analysis.